Manufacturer narrative:
(B)(4). Batch # m5469u. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain what the ¿manufacturing defect¿ was? According to the surgeon, the device was locked. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and would not fire? Was the surgeon able to open the device? Was the surgeon able to close the device? Was the device locked on patient tissue? If the device was locked on patient tissue, how was it removed?

Event description:
It was reported that during an unknown procedure, during the use of the device in the surgery, it was observed that it was with a manufacturing defect. Another like device was used to complete the procedure. There were no adverse consequences for the patient.